Manufacturer narrative:
H.10: the serial read-out of the pump (real time device parameters and setting recording file) was gathered and analyzed. The reported failure was confirmed. On the day of the event, an error message was indeed stored in the pump micro-controller.based on all available information, a defective motor power amplified board was identified to be the cause of the reported event.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The motor control board was replaced but the issue persisted and the motor power amplifier was replaced as well. The issue could then be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 double head pump gave a motor control failure error message during priming. There was no patient involvement.